Event description:
It was reported that impedance decrease from 776 to 186 ohms with some pocket stimulation. Thresholds also increased. Device was removed from service. No patient complications have been reported since the device was removed from service